Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The attached photo shows an unidentifiable single sternal zipfix which reportedly is a 08.501.001.01s / sternal zipfix w/needle peek single pack with lot number l269890. The device is in an opened package and not fully visible. Visible is the cut off needle portion. The complaint cannot be confirmed for a broken in half device by reviewing the received photo. For detailed investigation see attached investigation report from sustaining engineering (B)(4) under notes & attachments. Sustaining engineering cannot identify a design related root cause which explains the device failure intra-operatively. The investigation identified damages and deformations to the device which are considered user related. Therefore, this non-manufacturing investigation is closed by sustaining engineering as invalid regarding a design related root cause. The dcrm must be updated to include this identified harm and its occurrence rate under the already opened (B)(4). Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Part: 08.501.001.01s. Lot: l256504. Manufacturing site: bettlach. Release to warehouse date: 19. May 2017. Expiry date: 01. May 2022. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the sternal zipfix with needle peek belt broke during mitral valve replacement. The surgeon used a new device to complete the surgery. There is no report on patient's injury. The surgical procedure was successfully completed with no surgical delay. Patient outcome is unknown. This report is for one (1) sternal zipfix with needle sterile. This is report 1 of 1 for (B)(4).